Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the patient reported that he was experiencing deflation problems with his titan classic. It would deflate itself and not hold pressure. The device was removed and replaced due to fluid loss/cracked tubing.